Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced erosion of the lining of the uterus, excessive bleeding, significant pain and continued incontinence. The device was removed. The device was not returned for evaluation.